Event description:
Per the clinic, the patient experienced feedback noise. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the internal magnet and to transition the patient to a transcutaneous osia implant system for better sound quality.